Event description:
It was reported that a user¿s dexcom g7 sensor did not pair with the ilet, with on-pump alerts indicating ¿replace sensor now¿ and ¿pairing failed,¿ leading the user to toggle the g6/g7 setting and attempt a new sensor start after manual entry of a fingerstick value of 137 mg/dl and education that pairing should not exceed 30 minutes. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated cgm-driven insulin dosing and reliance on manual blood glucose entry.

Manufacturer narrative:
Investigation included user troubleshooting and guidance to restart pairing and consider sensor replacement, as well as referral to the cgm manufacturer for support. Investigation of this case revealed pairing failure between the cgm and the pump consistent with unsuccessful device-to-device communication. It was concluded that the event involved a cgm pairing failure without injury, and the user was instructed on next steps including potential sensor replacement and contacting the cgm manufacturer.